Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty on (B)(6) 2007, and right total hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent a left hip revision on (B)(6) 2012 for an unknown reason. There has been no reported revision of the right hip. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels and loss of range of motion. Legal document further alleges the presence of metal stained fluid during the left revision surgery. There has been no reported revision of the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 5 of 8 mdrs filed for the same event (reference 1825034-2013-01584 & 2014-00682/-00688).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty on (B)(6) 2007, and right total hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent a left hip revision on (B)(6) 2012 for an unknown reason. There has been no reported revision of the right hip. Additional information received from patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels and loss of range of motion. Legal document further alleges the presence of metal stained fluid during the left revision surgery. There has been no reported revision of the right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2012 due to pain, metallosis and a vertical cup. Operative report noted the presence of metal stained fluid. All components were removed and replaced.